Event description:
It was reported that a prosa valve. (#fv701t) was implanted during the procedure on (B)(6) 2017. According to the complainant, the valve was believed to be overdrainage. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Further details were not provided.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: a deformation of the outer housing of the prosa® valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,730mm. The housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable, albeit with difficulty. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the breaking force is within the given tolerances. Results: first, we performed a visual inspection of the valve. A deformation of the outer housing of the prosa® valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plane parallelism. Significant outside pressure, for example by too much force from the prosa® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable, albeit with difficulty. It could be adjusted to all specified pressures and the brake function is fully operational and the brake force is within given tolerances. The computer controlled test could prove that the opening pressure is within given tolerances. Although the valve operates within the tolerance, there is a tendency to overdrain. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.